Manufacturer narrative:
Additional, corrected, and/or changed data: c1.

Event description:
No additional information.

Manufacturer narrative:
Correction to b.4. Report date of supplemental medwatch (B)(4). Report date should have been listed as (B)(6)2025.

Event description:
No additional information.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient self-injected in the genitals with 8 syringes of juvéderm voluma® xc that was not sold in the country. Three days later, the patient experienced ¿an infection¿ at the injection site, causing an ¿abscess.¿ the patient was prescribed doxycycline and azithromycin. Three days later, an incision & drainage was performed, draining ¿pus¿ and the remaining filler. The fluid was sent for a culture/sensitivity and the wound was packed. The patient has had previous ¿[genital] enlargement injections¿ with unspecified product. The event improved but is ongoing.